Event description:
Venous bloodline attached to pt tesio catheter disconnected, causing pt to loose what appeared to be a sizable amount of blood. Pt c/o nausea, began vomitting bite and appeared somewhat confused. Blood loss at immediate time was estimated at 250 cc's remainder of blood still within system was returned via the arterial line and an add'l 800 cc's normal saline given. Pt responded well b/p stable.